Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redt0779 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported patient had arrived at unit for another reason outside of usual treatment. While flushing the line, leakage was noted in the external length. PICC line removed.